Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Date of event is an unknown date in 2018. Device did not malfunction intraoperatively. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision surgery occurred on (B)(6) 2018.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Unknown when device malfunctioned or when procedure was done. This report is for an unknown numbers of nails: tfna /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported on (B)(6) 2018, an unknown trochanteric fixation nail advanced (tfna) was broken and removed on an unknown date. A proximal femur plate was placed inside the patient on an unknown date. It is unknown if there were a surgical delay. Procedure outcome and patient status is unknown. This complaint involves an unknown number of devices. This report is 1 of 1 for (B)(4).